Manufacturer narrative:
Sc-1132 (sn: (B)(4)) device evaluation indicated that the root cause of the complaint was not determined. Residual gas analysis verified no loss of electric current into the surrounding tissue as a result of faulty insulation. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event.

Event description:
A report was received that the patient had an infection at the ipg site. Symptoms of swelling and oozing with a large amount of foul smell, thin, clear, yellow fluid at the ipg site, and the midline incision site was slightly red with white pustule on it. It was noted that the ipg site had a small round open wound with yellowish secretion draining and redness. The physician believed that the patient was not healing from the previous revision. The infection was not device or procedure related. The patient was prescribed keflex and underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4). Description: linear st lead, 50 cm, model#: sc-4316, lot #: 17655452. Description: next generation anchor kit-sterile. The explanted leads and clik anchor were not returned to bsn as it were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection at the ipg site. Symptoms of swelling and oozing with a large amount of foul smell, thin, clear, yellow fluid at the ipg site, and the midline incision site was slightly red with white pustule on it. It was noted that the ipg site had a small round open wound with yellowish secretion draining and redness. The physician believed that the patient was not healing from the previous revision. The infection was not device or procedure related. The patient was prescribed keflex and underwent an explant procedure. No device malfunction was suspected.